Event description:
Care giver called (B)(6) on (B)(6) 2024 at 0305 to report that the patient had fell out of bed and that she needed help getting him off the floor. The call was then transferred to triage rn and the care giver then reported that the patient was smoking a cigarette while wearing his oxygen that caused a small fire and that she had to use a fire extinguisher to put it out. Care giver reports to triage nurse that the patient had a cut to his arm that is bleeding a little, also reports the patient has no pain but is a little short of breath. Triage dispatch nurse advised the care giver to call 911 for non-emergent lift assist. Triage rn also dispatched (B)(6) rn to head out to evaluate the patient. (B)(6) dispatch center called care giver at 0403 to inform her that (B)(6) staff was heading out to see the patient and the care giver reported during this call that the patient has sustained bums from the fire. Per (B)(6) rn- during rn visit care giver and patient report that when 911 ems staff arrived they had recommended that the patient go to the ER for evaluation but he refused, the patient insisted that he wanted the (B)(6) rn to evaluate him and declined multiple times to be sent to the ER. (B)(6) rn reports that the patient was wearing oxygen 10l/m when he went to light a cigarette and caught himself on fire, at that time he rolled out of bed and fell to the floor. The care giver heard the fall and immediately grabbed the fire extinguisher and extinguished the flames on the bed and patient. (B)(6) rn reports that when she arrived the patient was resting in bed, rating his pain at 3-4. Patient noted to have a 6-8 inch burn mark on his right upper arm and 6 inch blister to his right forearm. Patient was also noted to have multiple burns on his chest, bilateral flanks and abdomin. Patient has burnt hair to his beard. Patient was sent to (B)(6) medical center emergency room by rn for evaluation. (B)(6) rn educated the family on oxygen safety, on fire safety and instructed the patient and care giver that the patient should never smoke while using oxygen. (B)(6) rn also disconnected the oxygen concentrator and placed it outside. All events reported to the (B)(6). Emergency records report that the patient sustained 4% tbsa third degree bum to his right lower abdominal quadrant with 1-2% full to partial thickness. Patient also sustained second degree bum with 0.5% superficial partial thickness burn to his dorsal right forearm. Patient was discharged with orders for oxycodone 5mg prn every six hours, patient to follow up with burn clinic in one week.